Event description:
Additional information received after initial assessment indicates patient post op condition with the calaxo screw. Initial surgery date (B) (6) 2007; right knee acl reconstruction; limited debridement of posterior horn lateral meniscus tear.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4). (B) (4).